Event description:
About 30 minutes after I applied the dressing to a dermatologist "scraping" of a squamous cell carcinoma on my left forearm, I had an urgent, no-warning episode of massive diarrhea. (Happens every time I begin reacting negatively to a drug, etc.) Downed an imodium, went to bed, woke myself up scratching and clawing at my left forearm. Turned on the lights to find a massive, angry, elbow-to-wrist rash/contact dermatitis. (I'm allergic to lots of stuff, so I'm more than familiar w/ contact dermatitis.) Removed the dressing, applied triamcinolone cream around the wound, and left the wound uncovered. Called dermatologist the next day. She direct me to continue the triamcinolone (but keep it out of the actual wound). Rash completely gone about 72 hours. This was a nasty, itchy, red rash similar to adverse reactions I've had to penicillin and other systemic rxs and iodinated contrast medias used in cv stress tests, cat scans, etc.